Event description:
It was reported that the insulin pump was alarming constantly. The battery was changed and the constant tone continued. The insulin pump was rested for 2 hours and the constant tone persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display during a countdown as a result of a stuck display. Problem isolated to the mother board.